Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had produced a 'memory fault' on interrogation. Technical services recommended explanting the device.